Manufacturer narrative:
The sample device was returned for evaluation on 2/25/2020. An investigation is in progress. A follow-up report will be provided by 3/27/2020.

Manufacturer narrative:
The sample device was returned for evaluation. One guidewire was returned for review and it was visually confirmed that the flexible tip was detached from the wire. The sample was further reviewed by manufacturing/production team resulting in no conclusive observations. Data from the device history records, samples sent to complaints and product from in house were reviewed. All dhrs show adequate pull test results. The samples sent back as part of the complaint had glue at one point. We have looked at potentials of damaging during installation of the wire into the dispenser tube and see no risk. At this point, manufacturing could not determine a root cause to indicate anything in the manufacturing process. At this time, argon is unable to determine a definitive root case for the guidewire separation. Manufacturing will continue to investigate this issue and monitor for events of this nature in the future.

Manufacturer narrative:
Customer stated that the sample device cannot be returned to manufacturer for evaluation until february. A follow-up report with additional information will be provided by 2/28/2020.

Event description:
After placement the pigtail, and the customer taken a picture for routine under fluoroscopy to check the placement position, they found a radiopaque coating of the 0.018¿ guidewire was drop off in the vivo, and then the customer used the 7fr 18-30mm diameter of atrieve vascular snare to take it off.